Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and hernia recurrence. The instructions-for-use supplied with the device lists recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2012, the patient was implanted with two non-bard/davol mesh products to repair a hernia. The non-bard/davol mesh failed, causing the patient to experience severe pain and suffering, and necessitating a partial mesh removal and revision surgery on (B)(6) 2018. A bard/davol product namely sepramesh ip was used in the repair. The defective mesh devices has caused the patient to experience severe pain and suffering and left the patient living with chronic pain. The patient suffered severe complications following surgeries including abdominal pain, gastrointestinal malfunction, grotesque swelling and hernia recurrence. Due to the implantations and failures of the defective mesh devices, the patient experienced permanent injuries and impairments, including scarring, disfigurement, chronic pain, and other further injuries. The injuries due to implantation of defective mesh devices has caused and continue to cause the patient pain, suffering, permanent physical disability and loss of physical, mental and emotional health. The patient continues to undergo medical care and treatment and alleges for further medical care in foreseeable future. It is also alleged that the device was defective.